Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the patient's symptoms of wide complex tachycardia were not related to the device. The patient was administered amiodarone and the reported symptoms were resolved. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced wide complex tachycardia. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.